Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: almost all deployed staples were formed b-shaped, but some staples were unformed. The target tissue was lung parenchyma and thick. A green cartridge was used with the device.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as no reload was received for analysis. However, the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic bulla resection procedure, the device was used to resect the lung parenchyma. After the third stroke of the first firing, the jaw did not open. Although the manual release lever was pulled up several times, the jaw was not opened. The handle was grasped several times, and then the jaw was opened. The staples of the proximal part and acral part were not deployed, so the device loading another new cartridge was fired again. However, the same event occurred. When another new instrument loading a new cartridge was fired, the instrument could be fired as intended. There were no adverse consequences for the patient.